Manufacturer narrative:
Updated data: h6 - method, result and conclusion codes h10 - image review - images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: static images were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient¿s annular perimeter is 72.7 millimeter (mm) with a perimeter derived diameter of 23.2mm suggesting a 29mm evolut fx. It was reported this patient had aortic insufficiency which would be considered off label. Of note, the medtronic evolut fx system is indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be appropriate for the transcatheter heart valve replacement therapy. Despite the absence of severe aortic stenosis, the implanting team decided to proceed with the procedure. Additionally, prior to release the valve appeared to be very deep, approximately 6mm and 7mm at the non-coronary cusp (ncc) and left coronary cusp (lcc), respectively. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. The valve dislodged ventricular upon release. Subsequently, a non-medtronic valve was implanted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 - event description continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d- evolutfx-2329, serial/lot #: 0011740895, ubd: unknown, UDI#: unknown, product ID: confida, serial/lot #: unknown, ubd: unknown, UDI#: unknown, h6 -method code for the concomitant device d-evolutfx-2329. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve, no pre-implant balloon aortic valvuloplasty (bav) was performed. During the implant, the deployment starting point was mid pigtail. A confida guidewire was used. Per the physician, the patient's severe aortic insufficiency contributed to the valve dislodgement and not the delivery catheter system (dcs). No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: d -evolutfx-2329, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with aortic insufficiency, upon 80% deployment, the valve was implanted at a depth of 6mm on the non-coronary cusp and 8mm on the left coronary cusp. During the release from the delivery catheter system, the valve dislodged into the left ventricle. Approximately 20mm of the valve frame was below the basal plane. Moderate-severe paravalvular leak (pvl) was observed. A second, non-medtronic valve was implanted inside the first valve. After deployment of the second valve, the medtronic valve had moved further into the ventricle with the outflow of the valve in the native sinus of valsalva. It was reported that the following day the patient was stable with trace pvl and a left bundle branch block. No additional adverse patient effects were reported.